Event description:
The customer reported that during a gastroplasty and gastric bypass, it was noted that the dissector connector pin was damaged and the dissector could not be used. Electrocautery was instead used for the case and this caused the surgical time to last 30 minutes longer than if the dissector could have been used.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Evaluation summary: one sonicision cordless ultrasonic dissector was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed battery contact pin #16, 15, 14, 13 and 11 on the pin pad were damaged. The device had been used in a procedure. The customer reported that the dissector prongs were bent. The reported condition was confirmed. Pmv investigation personnel performed functional testing on the returned hand piece using the test lab generator and battery. The assembled device did not return a welcome tone and the there was no green light to indicate system readiness. The assembled device did not activate. The cause of the failure was determined to be the damaged dissector battery contact pin and the damage can be attributed to the user because the device had been used in a procedure. User damaged contact pins are addressed in the instructions for use (IFU) which warns customers to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. The IFU also states: do not use damaged components, as this may result in injury to the patient or user. The IFU also provides specific instructions for attaching the battery pack to the dissector to avoid damaging the contact pins from improper attachment. If information is provided in the future, a supplemental report will be issued.